Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system thee was an issue with leakage. The needle joint of the hermetic intravenous indwelling needle was leaking. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the child came to our hospital for pediatric hospitalization due to "cough and sputum coughing for more than 10 days, fever for 1 day and convulsions once", and was diagnosed as acute bronchitis after doctor's examination. The nurse used the hermetic intravenous indwelling needle to give infusion to the child and found that the needle joint of the hermetic intravenous indwelling needle was leaking. Replaced the closed venous indwelling needle. During infusion, no leakage occurred at the needle joint of the closed venous indwelling needle.

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9106914. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system thee was an issue with leakage. The needle joint of the hermetic intravenous indwelling needle was leaking. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the child came to our hospital for pediatric hospitalization due to "cough and sputum coughing for more than 10 days, fever for 1 day and convulsions once," and was diagnosed as acute bronchitis after doctor's examination. The nurse used the hermetic intravenous indwelling needle to give infusion to the child and found that the needle joint of the hermetic intravenous indwelling needle was leaking. Replaced the closed venous indwelling needle. During infusion, no leakage occurred at the needle joint of the closed venous indwelling needle.